Event description:
Reporter stated that while user was on embankment, wheel locks disengaged resulting in user going down embankment onto railroad tracks. User sustained injuries to his face; bumps and bruising. Unk at this time if, or what type of medical attention was required.

Manufacturer narrative:
MFR has not received enough info to make any conclusions at this time. Product has not been returned to MFR for eval. It is not known if the injuries sustained by user are serious or required medical intervention at this time nor if the product malfunctioned or not being used as intended. When investigation is complete, a f/u report will be submitted.